Event description:
A malfunction was reported on a pump, but no notable events occurred before it. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, which prevented the malfunction code from reoccurring afterward. The customer was informed that they could continue using the pump and to contact support again if the issue returned.